Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
The patient underwent tha surgery with the tritanium cup and psl cup (both sides). About 2 years after, the surgeon checked x-ray, the clear zone was seen between tritanium cup and the acetabuli. The clear zone wasn't seen on psl cup side. The surgeon is monitoring for the patient.

Manufacturer narrative:
An event regarding radiolucency noticed on x-ray for an unknown tritanium cup was reported. The event was confirmed. Method & results: - device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. - medical records received and evaluation: it was reported that radiolucency was noted on x-ray, however no adverse consequences to the patient have been reported. It appears that the patient is asymptomatic and the surgeon is continuing to monitor the patient. Clinician review of the x-rays provided indicated that a clear and certain cause for the failure of tritanium cup fixation with radiolucent line formation at 2-years post implantation cannot be provided as based upon current information. - device history review: a review of the device history records could not be performed as no lot code information was provided. - complaint history review: a complaint history review could not be performed as no lot code information was provided. Conclusions: it was reported that radiolucency was noted on x-ray, however no adverse consequences to the patient have been reported. It appears that the patient is asymptomatic and the surgeon is continuing to monitor the patient. Further investigation is not possible with the information that was provided for evaluation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Update 10/1/2015: &#62414;on (B)(6) 2013, the patient underwent tha surgery with the tritanium cup and psl cup (both sides). About 2 years after (on (B)(6) 2015), the surgeon checked x-ray, the clear zone was seen between tritanium cup and the acetabuli. The clear zone wasn't seen on psl cup side. The surgeon is monitoring for the patient.&#62282;